Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021 it was reported the patient is hospitalized due to a severe stomach ulcer. Parkinson's is severely disrupted. Patient is very displeased about the treatment and has reacted somewhat rebelliously during hospitalization at the parkinson's clinic in the past and has ran away from there. An appointment was made for the withdrawal of the intestinal tube under radioscopy. The patient suddenly refused because she found that the tube was positioned well and working properly. An intervention did not take place. Cause and treatment of the ulcer is unknown.

Manufacturer narrative:
Reference record (B)(4). Refer to b5.

Event description:
It was reported the patient is receiving proton pump inhibitors intravenously.